Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was severely worn and partially separated. Both the probe tip and the grasping section had contact marks with each other. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error and contact marks occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a open esophagectomy, gastrectomy and hepatectomy, the subject device was used. In the four hours of the procedure, probe damage error occurred and the device could not be used any more. The procedure was completed with another thunderbeat. There was no patient injury reported. As a result of evaluation of omsc on (B)(6) 2017, omsc confirmed that the ptfe pad was severely worn and partially separated and then the coating of grasping section was partially missing. It was not reported that the fragment of the pad and the coating fell into the patient. This MDR is regarding the ptfe pad severe wearing.